Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed of cross-contamination of serratia between a carrier patient and two healthy patients. In september, the user facility did a bronchoscopy using the subject device to a child who had serratia infection. In november, another child underwent a bronchoscopy using the subject device, developing serratia infection after the bronchoscopy. The child was promptly treated. At the beginning of january, another patient who did not have any type of infection underwent a procedure using the subject device, and then, the patient developed infection later. This is 2 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus representative visited the user facility in order to obtain additional information of cleaning, disinfection and sterilization of the subject device. The user facility reported that they had manually reprocessed the device using peracetic acid and the air/water channel and the suction channel were not flushed with alcohol. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented. This is two of two reports.